Event description:
The pt backed into an electrical fence. On contact, he was knocked to the ground and lost consciousness. When he regained consciousness, he was able to hear for a few hours. After that time, he heard only static. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report.